Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant of a new device, there was pectoralis major muscle twitching. A lead insulation fracture around the anchoring sleeve was suspected. The lead was abandoned and replaced with a new lead. No patient complications have been reported as a result of this event.